Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015/2014, the sensor wire fell out of the sensor applicator. Reportedly, the patient had removed the transmitter prior to removing the sensor pod from the body. No additional event or patient information is available.